Event description:
During surgery one drill guide tube detached from the instrument. The broken piece was retrieved. Surgery was successfully completed with no pt injury.

Manufacturer narrative:
Dimensional analysis and review of the batch records: dimensional analysis did not reveal any discrepancies. Batch record review concluded that the device was manufactured to all applicable specs.